Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested swapping the breath delivery (bd) to graphical user interface (gui) cable and to run electrical safety tests.

Event description:
It was reported that the ventilator shut down on a patient. The patient was not harmed or injured as a result of the event. The customer reported to has not duplicated the malfunction.